Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens, but the lens tore. There was no patient contact or injury.

Manufacturer narrative:
H6: results - (other): a visual inspection of the returned product found a piece of the lens optic torn off. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.